Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream was not reproduced. The device was sent for testing for ultrasonic sensor upstream occlusion test and returned with passing results. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will be calibrated as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: investigation conclusions, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed upstream" was not reproduced. The device passed upstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.